Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09may2019. (B)(4).

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the green power on/off led was not illuminated. There was no patient involvement.